Event description:
It was reported that when the pt was switched from the hospital ventilator to ltv ventilator, the pt quickly desaturated from 98% to 68%. It was also reported that the ltv ventilator seemed to be putting out half of the tidal volume as compared to the hospital ventilator using the same settings and pt circuit. The ltv ventilator did not alarm when the reported problem occurred. The pt was switched back to the hospital ventilator without further incident and the pt's o2 saturation returned to normal. No reported harm to the pt.